Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. It was noted there was distal crossover with discomfort and pain with sex, based on the patient anatomy. The physician noted that the infection was due to the patient partaking in physical activity too soon post-surgery. The device was removed and replaced with a tactra device. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. The physician noted that it was due to the patient partaking in physical activity too soon post-surgery. The device was removed. There were no additional patient complications.